Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (cardiac arrhythmia, renal dysfunction, and patient condition) could not be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6)2020. Immediately following the implant procedure, the patient experienced hyponatremia (resolved on (B)(6)2020) and cardiac arrhythmia. An electrocardiogram was performed and revealed a left bundle branch block. The patient was placed on amiodarone for atrial fibrillation and no further episodes of cardiac arrhythmia have been reported at this time. On (B)(6)2020, the patient experienced hyperkalemia (resolved on (B)(6)2020) and renal dysfunction with increasing creatinine levels (resolved on (B)(6)2020). The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further information has been provided by at the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 19aug2020 via (B)(4). The heartmate 3 left ventricular assist system instructions for use lists renal dysfunction and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing cardiac arrhythmias. An electrocardiogram was performed and revealed a left bundle branch block; the patient is on amio for rapid afib with no issue.